Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported sensor check alerts which led to early sensor removal.based on additional monitoring, the system is taking more time than is expected to stabilize, contributing to the differences in bg/sg observed by the user.the sensor replacement was approved due to system performance.

Manufacturer narrative:
The user received sensor check alert on (B)(6) 2025, 108 days after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body, is not reproduced in the lab.a review of the raw sensor data showed that all 4 sensing areas had reference channel instability flags on the (B)(6) 2025, triggering the sensor check alert. Optical instability was observed in all sensing areas sporadically since insertion. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 12 june 2025. D9 device available for evaluation? Yes, on 16 april 2025. G3. Date received by the manufacturer? 12 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.